Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency output and appearance. Upon inspection of the device, it was observed that the probe was broken 16 mm from the tip. There was a scratch around the broken part of the probe. In addition, the coating of the probe around the scratch was partially peeled off. When observing the fracture surface of the probe, it was found that the fracture progressed from the scratch on the probe. No contact marks or scratches were observed on the non-insulated area of the grasping section. Based on the result of investigation , a likely mechanism causing the breakage of the probe might be the following: the probe came into contact with hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler needles or other surgical instruments. Due to ultrasonic vibration, coating of the probe peeled off. It also caused scratches on the probe. A force to activate the output in seal and cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. The output was activated with probe having cracks. This caused an error. Some force was applied to the probe causing it to break. The instructions for use includes the following statements that warn against the issue: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Supplemental report(s) will be submitted if any additional information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic procedure an alarm was generated for the device. When the device was removed from the patient body and wiped, the device probe tip broke off outside the patient. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomalies noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the update in section h6 - type of investigation.